Manufacturer narrative:
An on-site analysis was performed by a medtronic representative on (B)(6) 2016, which found that the patient database inside the viewing system was corrupt. Medtronic representative restored patient dataset database file and completed a system checkout, with all checks passing on (B)(6) 2016. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The system is fully functional.

Event description:
During a spinal fusion case, the radiological technologist reported that they received an error on the imaging system suggesting that the system database had been damaged. Despite multiple reboot attempts, the issue could not be resolved. After 15 minutes of troubleshooting, site aborted use of the imaging system and proceeded with the case using a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
The following narrative was inadvertently left off of the initial 3500a submission: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.